Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that touchscreen needs recalibration and was not 100% consistently functional. A field service engineer had attempted calibration, but a knowledge article (ka) had not been found, had scheduled and had completed a new service appointment to replace the all in one (aio) touchscreen to resolve constant cursor clicking on the top right of the monitor and after replacement the touchscreen had operated normally without ghost touching. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to log in. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.